Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information received reported on 2014-(B)(6) a volume discrepancy occurred, the results indicated "underinfused 48ml." It was noted there were no symptoms. Further follow-up is being conducted to clarify this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received clarified the discrepancy was "4.8 ml" not "48 ml." It was noted on (B)(6) 2014, the interrogated reservoir volume was 6.2 ml and the actual aspirated volume was 11 ml. It was further reported it was unknown which device, pump, or catheter caused the under infusion. The event was related to the device or therapy and was not related to the implant procedure. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: on 4/17/2014, a volume discrepancy noting that pump underinfused 5.9 ml was reported. The event was noted as ongoing with no further action needed; a follow-up report will be sent if additional information becomes available.

Event description:
A pump underinfusion was reported. Reservoir volume discrepancies in regards to underinfusion were stated: 5.6 ml on (B)(6) 2013, 4.9 on (B)(6) 2013, 5.5 ml on (B)(6) 2013, 4.7 ml on (B)(6) 2013, 5.6 ml on (B)(6) 2013, 5 ml on (B)(6) 2014, 3.9 ml on (B)(6) 2014 and 4.8 ml on (B)(6) 2014. It was stated that it was ¿likely related to pump or catheter¿. There were no patient symptoms reported. Drugs delivered via the device were meperidine and clonidine. The event was noted to be ongoing and no actions were taken as of the date of this report. A follow-up report will be sent if additional information becomes available.